Event description:
It was reported to st. Jude medical that the pt received several inappropriate therapies. The inappropriate therapy was believed to be caused by ventricular and/or artrial oversensing; however this was unclear. It was noted that an "r"-maker was observed before the regular "r"-maker from the qrs complex. Position of the atrial and ventricular leads was quite close at the height of the second defibrillation coil and it is suspected that the leads might have been positioned too close to one another. After making programming changes (more blanking after pacing) the problem appeared to be resolved. However, after two (2) days the pt received more inappropriate therapies. The physician decided to replace both the ventricular and atrial leads. After connecting the new leads to the ICD, inappropriate therapies were observed once again (double r-marker). The physician decided to also replace the ICD. Having done this, no more sensing anomalies were observed.